Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No failed battery alarm, no weak battery alarm, no battery out limit alarm and no bad battery alarm. Device received with scratched lcd window. Device received with corroded battery tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's other reported via phone call that the device alarmed a battery out limit alarm during a battery change. Customer's blood glucose was 420 mg/dl. During troubleshooting, found white powder in the battery compartment. Found weak battery alarm and bad battery alarms in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.